Manufacturer narrative:
(B)(4). The opt1044 optiflow 3s adult nasal cannula interface is used to deliver nasal high flow (nhf) therapy to spontaneously breathing adult patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a buckle which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt1044 optiflow 3s adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: the customer reported that the opt1044 optiflow 3s adult nasal cannula was sliding out during use. Visual inspection of the provided photograph revealed that the blue tubing clip was not used. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the reported event was most likely as a result of not using the blue tubing clip. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt1044 optiflow 3s adult nasal cannula include the following steps: use headgear buckle to apply and remove the cannula from the patient. The headgear straps can be separated for extra stability. Ensure tubing connection is properly inserted. Reconnect cannula tube clip to cannula side before use. Attach tubing clip to breathing circuit. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to follow the fitting instructions can compromise performance and affect patient safety.

Event description:
A healthcare facility in the united states of america reported via a fisher & paykel healthcare (f&p) field representative that a opt1044 optiflow adult nasal cannula was sliding out during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint opt1044 optiflow adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the united states of america reported via a fisher & paykel healthcare (f&p) field representative that a opt1044 optiflow adult nasal cannula was sliding out during use. There was no patient consequence.